Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that pre-operative the nim response system was intermittent. It was reported the system sometimes autonomously responded to 4 channel, even without doing anything, and sometimes did not respond at all when it located nerve by applying an electrical stimulus with a probe. The nerve location was recognized by the user but there was no response from the system when the nerve was stimulated. The procedure was delayed by an hour. The procedure was completed with a backup device. A tympanoplasty surgery was being performed to treat cerebral tumor. There was no patient impact.

Manufacturer narrative:
Summary of analysis: the reported malfunction could not be replicated. After a 24-hour aging test, final checkout was performed. It was confirmed there was no fault found with the device. If information is provided in the future, a supplemental report will be issued.